Event description:
Our affiliate is reporting to us that during an arthroscopic acl procedure, the distal end of the intrafix sheath inserter broke off in the sheath as the surgeon was inserting the sheath into the tibial bone tunnel. The surgeon tried for about 40 minutes to retrieve the inserter tip; however, he was unable to do so. The surgeon is very experienced and felt that the inserter tip acting as the fixation device was fine, no problems, he was comfortable with this. The procedure was concluded successfully without further issue.

Manufacturer narrative:
The complaint device was received and visually evaluated. The condition of the break area, material sheared and slightly malformed, leads us to believe that the most likely cause for the breakage was off axis side load to the device while attempting to deploy the sheath into the bone tunnel. Outside of that consideration we cannot discern any other root cause for the device¿s failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
The complaint device was received and visually evaluated. The condition of the break area, material sheared and slightly malformed, leads us to believe that the most likely cause for the breakage was off axis side load to the device while attempting to deploy the sheath into the bone tunnel. Outside of that consideration we cannot discern any other root cause for the device¿s failure. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.